Event description:
It was reported that the patient received a shock from the right ventricular (rv) lead and called emergency medical services (ems.) It was also reported that the patient received a second shock in the emergency room (ER.) The patient was started on amiodarone. It was noted that the patient is part of the (B)(6) study. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2011. (B)(4).